Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported experiencing a fluid leak at the end of the treatment. It is unknown if the cycler alarmed when the leak was observed. The cycler was replaced. The patient was asymptomatic and the patient's effluent remained clear. The patient was not treated with antibiotics. The patient continued with peritoneal dialysis treatments. The set was not made available for evaluation.